Event description:
A report was received that the patient underwent an explant surgery due to experiencing inadequate stimulation because the contacts on the lead were displaying high impedances. One lead was explanted and replaced.

Manufacturer narrative:
Additional suspect medical device components involved: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm. The explanted lead was not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.